Event description:
(B)(4). I have been implanted with a medical device called essure on (B)(6) 2013. This medical device implant is now manufactured by bayer formally by conceptus inc. My lot number is b09710 . Expiration date 3/2016. The onset of my complaint started approximately on (B)(6) 2015. These area a list of side effects that I have experienced due to essure, severe cramping, severe headaches, severe hair loss, vision change, severe bloating, unstable weight up/down, mood changes and irregular menses. I have been forced to miss many days from work because I just can't get out of bed due to severe pain. I saw my primary dr. (B)(6). He did not know what essure was. He recommended me to schedule an appointment with my ob gyn. The device is still inside of me. I fear that my symptoms will become life threatening.